Event description:
It was reported that this right ventricular (rv) lead exhibited impedance values greater than 1600 ohms. No adverse patient effects were reported. No other information was provided.